Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is not known if the patient has sound percept with the device or not. External parts have been checked without improvement. Family reports no incident of accident or trauma. An appointment for a CT scan will be scheduled by the clinic.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. CT imaging report and received measurements are indicative of the electrode being inside the cochlea, however conflicting information from the implant registration card indicated an incomplete insertion. A date for explantation surgery has not been made available yet.

Event description:
It is not known if the patient has sound percept with the device or not. External parts have been checked without improvement. Family reports no incident of accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. As per the device explantation report, the implant housing was found to be moved slightly, which might have contributed to the minute device mobility. Other damages found during investigation are related to the explantation surgery. CT imaging report and received measurements are indicative of the electrode being inside the cochlea, however conflicting information from the implant registration card indicated an incomplete insertion.

Event description:
In situ measurements showed 10 channels with high impedance. It is not known if the patient has sound percept with the device or not. External parts have been checked without improvement. Family reports no incident of accident or trauma. Patient was re-implanted in (B)(6) 2017.